Manufacturer narrative:
MDR decision date: (B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed.

Event description:
Has not acted up for the dealer. Dealer says the user says the chair stops and shows a fish, a key, and a c. I assume it is showing missing the following, and the icons